Event description:
Customer reported she has been experiencing no delivery alarms for the past week or two. Customer's blood glucose was 398 mg/dl. Call was transferred for further assistance. Troubleshooting was performed. Blood glucose was 250 mg/dl. Fixed prime was performed and insulin did exit. Customer was unable to remove the site to examine the cannula. Customer was advised issue was possibly due to bent cannula or site/set occlusion. Customer was advised to change the entire infusion set. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.